Event description:
Information was received that the patient implanted with this left ventricular (lv) lead, developed cardiac tamponade. The patient was admitted to the hospital and paracentesis was performed on the patient to remove the fluid. It was also noted that a loss of capture (loc) occurred on this lead. No additional adverse patient effects were reported. The lead remains in service.